Event description:
The sales rep reported that during a shoulder procedure the customer's gryphon drill bit and gryphon saw tooth drill guide created metal shavings in the patient's joint. The sales rep reported that there is a burr spot and when the drill bit interacted with the drill guide metal shaving were created. The sales rep reported that the all debris was removed from the patient¿s joint and no x-rays were performed. The surgeon completed the procedure with another like device with no patient consequences but there was a five minute delay. The sales rep could not provide a lot number for the drill guide. The devices will be returning for evaluation. See associated medwatch # 1221934-2015-00845.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The sales rep reported that during a shoulder procedure the customer's gryphon drill bit and gryphon saw tooth drill guide created metal shavings in the patient's joint. The sales rep reported that there is a burr spot and when the drill bit interacted with the drill guide metal shaving were created. The sales rep reported that the all debris was removed from the patient's joint and no x-rays were performed. The surgeon completed the procedure with another like device with no patient consequences but there was a five minute delay. The sales rep could not provide a lot number for the drill guide. The devices will be returning for evaluation. See associated medwatch # 1221934-2015-00845.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms a slight bend in the drill guide. Moreover, one of the teeth is slightly bent inwards. One possible hypothesis is that this damage to the device could have happened if the device has hit a hard surface/bone or if it was dropped or during the cleaning process. The combination of the bent shaft and bent tooth caused excessive friction with the drill bit, causing metal shaving. The reported failure can be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Other than those possibilities, we cannot discern a root cause for this failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder procedure the customer's gryphon drill bit and gryphon saw tooth drill guide created metal shavings in the patient's joint. The sales rep reported that there is a burr spot and when the drill bit interacted with the drill guide metal shaving were created. The sales rep reported that the all debris was removed from the patient's joint and no x-rays were performed. The surgeon completed the procedure with another like device with no patient consequences but there was a five minute delay. The sales rep could not provide a lot number for the drill guide. The devices will be returning for evaluation. See associated medwatch # 1221934-2015-00845.